Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was not able to duplicate the problem. The rep reloaded the software and the system operates as intended.

Event description:
It was reported that the 9800 system displayed a temperature error and the collimator closed. No patient injury was reported.